Manufacturer narrative:
H3 other text : device not returned to "manufacturer."

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device has visible smoke. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the dream station 2 advanced auto CPAP device has visible smoke. There was no report of patient harm or injury. The device was returned to the manufacturer for the evaluation following are findings: no thermal damage to the pca. No thermal stress to the enclosures. No voids present in the enclosures. No error codes in the error log. Output pressure is same as unit settings. No visual cosmetic or physical damage. Patient data removed. Firmware needs updated. To latest revision.